Manufacturer narrative:
All product features corresponded with the valid specifications of the waldemar link (B)(4) at the time period, when the product was delivered to the customer. Based on the results of the various inspections and the batch record review it can be concluded that the link rotating hinge knee in material or design did not contribute to the incidence of failure. The incidence is most likely a result of the following circumstances: the modular stem was not sufficiently mounted to the male cone, this might be the result of a too light impact. The locking screw was not sufficiently inserted. It did not or only a little bit protrude into the borehole of the modular stem. The protection screw was not tightened and protruded from the male cone into the borehole of the modular stem. After implantation the modular stem and femoral component were exposed to the loading of physiological movement and, as the components were not sufficiently fixated, relative movement destructed the screw tip. Because of this relative movement of the components, the tip of the locking screw is flattened. As a consequence the rotational movement was only prevented by the partially inserted protection screw, which protruded into the borehole of the modular stem. When the protection screw broke, the noses of the modular stem were exposed to great rotational and axial stress. As a result the noses broke and the components dislocated. This complaint is regarded as "not justified", because the implant was not assembled according to the surgical technique. Nevertheless waldemar link (B)(4) is aiming for the highest product quality and trying to keep the failure rate as low as possible. In order to maintain and improve our quality, we rely on the feedback of our customers. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA-(B)(4).

Event description:
"Broken grub screw". Incident description from distributor.